Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient's fiancé reported on behalf of patient "my fiance has been experiencing severe breast pain in the last few months. We have been to the emergency room a couple of times because of intense pain but no one is able to provide a clear explanation. A mammogram was performed and found a few cysts. Again, we were not diagnosed a clear path for removal. [Patient] was told to wait 3 months" and "chest pain". The device has been explanted. This is in regards to the left side.